Event description:
Following an ercp (endoscopic retrograde cholangiopancreatography) in the endoscopy suite, a patient was transferred to the pacu complex (post anesthesia care unit) due to lack of ICU (intensive care unit) bed. The report suggests that the patient had been hypotensive for a few hours when the clinician noted that she had become brachycardic (bradycardic). A code blue was activated following a cardiac arrest and when the ICU physician attended they noted that the infusion of noradrenaline was being administered at a lower rate than expected. CPR was initiated, however the patient died.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.